Manufacturer narrative:
(B)(4). January 20, 2014 ¿ january 21, 2014. Evaluation summary: the actual device was evaluated. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. A functional flow rate testing was performed and the device was found within specification. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow. The reporter stated that the device was filled per the baxter recommended procedure. This occurred before connection to the patient. There was no patient involvement. No additional information is available.